Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 08/2025. Device pending return.

Event description:
It was reported that during angioplasty procedure, the balloon allegedly had inflation issue. There was no reported patient injury.

Event description:
It was reported that prior to an angioplasty procedure, the balloon allegedly sucked in air on preparation. There was no patient contact.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiry date: 08/2025), g3. H11: b5, h6 (patient, device). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.